Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display, which she woke up to in the middle of the night. The customer stated that the issue persisted after he had already received a replacement battery cap. The customer did not know the blood glucose reading. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump had a blank display due to a corroded electronic assembly. No low battery life anomaly could be verified due to a blank display. The insulin pump was received with minor scratches on the display window, cracked case at the display window corners, and a cracked reservoir tube lip.